Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. Broken piece, measuring approximately 8.78mm x 4.78 was returned with the instrument. Broken pieces, measuring approximately 1.24 x 9.27 mm and 1.23 x 9.26 mm were not returned with the instrument. Additional observation found related to the reported complaint states that the instrument had a dislodged grip tip. The dislodged grip tip, measuring 14.93 mm x 4.38mm, was returned with the instrument. The instrument was found to have a broken conductor wire where the molded insulator and grip tip meet. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the fenestrated bipolar forceps instrument was broken near tip and pieces were found to be crumbled/broke during inspection. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details can be disclosed.